Event description:
Position was lost while trying to bring stent balloon into ostial rca. During attempt to reposition guide, stent was dislodged from balloon and onto the shaft of the balloon. Stent catheter was removed without deployment.